Event description:
It was reported that the pump exhibited a system failure, flash memory post. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed ?flash memory post error." During functional testing, the device was powered on and the ?flash memory post error" was found during power up. The reported issue was duplicated and related to the main pcb not working as intended. As a result, the main pcb was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.